Manufacturer narrative:
An event of patient death due to infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying an adverse event that may be related to a trifecta valves that may be related to a death post procedure. Details are listed in the attached article, titled "hemodynamic performance and incidence of patient-prosthesis mismatch of small-sized trifecta pericardial aortic valves." Between april 2013 to december 2018, 108 patients in a single japanese institution underwent a aortic valve replacement with a trifecta valve of 23mm or less. During follow up, one of the patient that had a 21mm trifecta valve implanted died due to valve infection. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.